Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The deflation issue was not confirmed. The difficulty to remove complaint could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the difficulty removing the device appears to be related to operational context as the device was removed from the anatomy partially inflated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 4.0x12mm nc trek balloon was being used for post-dilatation and it inflated without issues; however, after the first inflation it was noticed that the balloon would not deflate. Multiple attempts were made to deflate using the inflation device without success. Additionally, a syringe was used at the hub to deflate the balloon at small amounts at a time. The balloon deflated enough to remove it from the patient. After removal it was noted that the balloon partially deflated. Resistance was felt during retraction of the partially deflated balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.